Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product passed functional testing with no faults or errors. Product passed functional testing. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump become uncalibrated. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Unique identifier (UDI) added. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported that the device was not calibrating correctly. The procedure was completed using gravity, not the same unit. No patient injuries were reported.